Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 3 on right eye (od) eye at 1 day post-operative exam. A brief description from the surgery center indicated the patient presented with what appeared to be 2+/3 dlk across the entire flap interface. It was noted that there was some confluence and no clumping. The patient's comments were that the right eye was blurry, uncomfortable, red, and some discharge/mattering on the lids in the morning. At one day post op, the uncorrected visual acuity (ucva) of od was 20/80 pinhole (ph) 20/30; left eye (os) was 20/25. Topical steroids increase was used to treat the symptoms. At a 2 day post op- exam, the steroid was to continue every hour. At 3 day post op exam, the patient had healed progressively well. At a 19 day post op exam, the visual acuity of both eyes was 20/15. The patient had good vision and good comfort. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/25, -5.50 x .00 x 90, left eye pre-op 20/25, -5.00 x .75 x 155.